Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2016 an unknown size trifecta stented tissue valve was implanted. On (B)(6) 2021, the physician decided the valve needed to be replaced. At this time the valve remains to implanted and redo procedure is expected to happen on (B)(6) 2021. The patient was reported to be in stable condition. Additional information is pending.

Manufacturer narrative:
Additional information: a2, a3, b2, b5, d4, d6a, d6b, h6.

Event description:
On (B)(6) 2016, a 23mm sjm trifecta valve was implanted. On (B)(6) 2021, the physician decided the valve needed to be replaced. On (B)(6) 2021, a valve in valve was performed due to aortic regurgitation caused by a tear, a 26mm corevalve pro+ by medtronic was implanted. The patient was reported to be in stable condition.